Event description:
It was reported that the atrial lead exhibited a capture issue. The lead was capped and replaced. No further information could be obtained.

Event description:
New information notes the complaint of capture issue was observed in the clinic. The patient's condition before, during and post procedure was good.